Event description:
It was reported that intermittent occlusion alarms occurred. Tandem clinical support determined that customer failed to properly cycle the cartridge. Clinical support educated the customer to properly cycle the cartridge before use. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.